Event description:
It was reported that during an unrelated procedure, the right atrial lead exhibited noise. Upon extraction, an insulation anomaly was observed on the lead. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis of the partially returned lead found insulation abrasion at 4.4 cm to 5.1 cm from the distal tip. Abrasion was also noted at 30.2 cm to 30.8 cm from the distal tip. The abrasions were consistent with constant friction to another implantable device or feature of the heart.